Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer quality control (qc) was biased high when the samples were ran. While troubleshooting the instrument, the customer obtained inconsistent values with the chemical wash. A siemens customer service engineer (cse) was dispatched to the customer site. The cse decontaminated the instrument, replaced the wash probes and aligned them. The cse ran system check and recalibrated the ctni, after which qc, resulted within specification. The cse ran patient correlation on the dimension rxl max with hm and the alternate (dimension xpand) instruments. The results from the alternate instrument were satisfactory. The cse inspected the reagent 2 transducer on the original instrument and determined it had to be replaced. The cse returned to the customer site and decontaminated the system chemical wash line. The cse reworked the heterogeneous module (hm) area. The cse replaced the pump cassettes and aligned the wash probes. The cse cleaned the photometer filters and windows. The cse calibrated the instrument and ran qc, resulting satisfactory. The cse then reran correlation samples from the dimension xpand instrument, resulting satisfactory. The cause of the discordant, falsely elevated ctni results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated cardiac troponin (ctni) results were obtained on two patient samples on a dimension rxl max with hm instrument. The discordant results were reported to the physician(s), who questioned them. The samples were repeated on an alternate instrument, resulting lower. The corrected results were reported to the physician(s). There are no known reports of adverse health consequences due to the discordant, falsely elevated ctni results.